Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The cartridge was reloaded resolving the alarms. No additional information was provided.